Event description:
Report received of a thermodilution catheter balloon rupture while in the pt. One catheter had been placed and floated pre-operatively without difficulty. It was then observed that this catheter would not give temperature readings. It remained in place throughout surgical procedure as only the cardiac output could not be obtained, all other hemodynamic pressures were accurate. When the surgical procedure was concluded, a second thermodilution catheter was floated without difficulty. This catheter also would not give temperature readings. The pt was transferred to the ICU where a third catheter was floated. The anesthesiologist reportedly had some difficulty placing this catheter and could not get it to float into correct position. He removed the catheter and noted that the balloon had ruptured. Prior to insertion the balloon had been tested and was intact. A fourth catheter was then floated without difficulty and functioned correctly. The pt did not experience any adverse effects. Pt has subsequently been discharged home.